Event description:
The device was returned to the service center with a report from the customer contact saying "does not recognize main batteries." No additional information was provided. This does not indicate a reportable malfunction; however, during verification testing at the service center, leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.